Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that his onetouch ultra2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began around (B)(6) 2016 (exact date/time not provided). The patient stated that he obtained the result of "92 mg/dl" compared to feelings/normal results. The patient manages his diabetes with oral diabetes medications with diet and/or exercise. The patient stated that he took his usual dose of janumet 50mg/1g and glyperide 5mg medication (including sliding scale) each day since the alleged product issue began in response to the alleged product issue. The patient claimed to have developed the symptom of "sweatiness" on (B)(6) 2016 at approximately 9:30am after the alleged product issue; however he denied that he received any treatment. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient did not have control solution available to perform a walk-through test and the test strips had not expired, been open for longer than the discard date or stored improperly. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed that he developed the symptom of "sweatiness" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Follow-up # 1. The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.